Event description:
The patient received 3rd degree burns from the grounding pads. The burns were on the upper thigh and to the groin area. The patient had a metal hip, so both pads were placed on the opposite leg.

Manufacturer narrative:
The device pads were not returned for evaluation and a lot number was not provided; therefore, an evaluation of the pads and a review of the device history record could not be performed. The complaint could not be confirmed. However, based on the event description, it appears the pads were placed incorrectly by the user.